Event description:
It was reported that bd alaris smartsite low sorbing set was damaged and leaked. The following information was received by the initial reporter with the verbatim: product quality issue ¿ broken/damaged out of box. Not used on patient. Rn was priming bd smartsite low sorbing extension set - 0.2 micron low protein binding filter tubing with saline. When rn went to tighten connection between filter and primary line tubing, the needle-free valve broke off the filter set. Tubing set aside and not used at this time.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. The customer reported separation and returned a used sample of material 10013902 and lot 23029132, and a photo. Visual inspection of both the provided photo and the sample showed the defect of separation. The complaint of separation at the smart site tubing connection was verified. Further investigation under the microscope found insufficient solvent on the tubing. The manufacturing site found the root cause for separation to be related to an incorrect solvent dispenser set up that led to the insufficient solvent applied to tubing. A quality alert was generated on 01aug2023 to communicate and reinforce the correct solvent dispenser set up. Device history record review for model 10013902 lot number 23029132 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative.